Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that after artificial urinary sphincter (aus) the patient was not getting the desired results as he was still having incontinence. A revision surgery was performed in which the physician added a second cuff, the pump was removed and replaced with a new one and the pressure regulating balloon (prb) was left in service. All implanted components were tested and working properly at time of surgery.